Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. The needle pulled off from the suture during the procedure. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A needle was returned for evaluation. There was no suture remnant noted inside the hole of the needle. No significant marks were noted on the barrel of the needle. No needle defects were noted. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.